Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of the complaint. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. It was reported that the implant was discarded. Therefore, no product evaluation could be performed. From the information provided, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. As reported, the surgeon tried to reposition the implant. According to the surgical technique, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, no reposition of the implant is recommended. Additionally, it is clearly stated in the surgical technique to avoid lateral and rotational movements of the implant-to-peek cartridge assembly during and after insertion. Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Root cause: user error (not follow of instructions). Device discarded.

Event description:
Mobi-c p&f us : disassembled during reposition. A sales representative reported that as the implant was being implanted, the surgeon needed to reposition the implant, and when he pulled back the inserter, the lower mobi-c plate became dislodged from the peek cartridge. A new implant was opened to save time. The parallel distractor was used along with the mobi-c caspar retractor. Proper caspar pin placement occurred. The implant that was reopened was the same size as the one removed. No additional endplate preparation was needed. Additional information received on march 7th 2019: the patient was fine immediate post op. No other complications have been reported. The depth stop adjustment was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter. The disc space was under distraction. The surgeon encountered slight resistance while inserting prosthesis as the teeth of the mobi-c was passing the endplates. According to the reporter, nothing out of the normal was done concerning a rotational move done while inserting prosthesis. No angled insertion was reported. No difference in surgical steps between the first and the second implant was noticed. The surgeon did not use the mobi-c no touch level as it was too wide, and the surgeon felt it could get in the way. The reporter stood at the feet to ensure proper angle. Rotation was not an issue. The mobi-c distraction forceps were used before implantation.